Event description:
It was reported that: pt is experiencing pain, swelling, difficulty standing and "feels like something is pushing into the pelvic area, like it is going to dislocate." Pt stated that he has had many infections in the implant since one month from the surgery, including a staph infection. Pt stated that since last month the pain has increased and that "the area of incision is not normal." Pt stated that he had blood work down and the levels for cobalt are high; however, he is still waiting for the other blood tests results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.